Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Visual analysis: visual analysis of the photographs identified. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Correction/clarification to d6a implant date: partial implant date was reported as "2011". Date has been removed from d6a as it was before the manufacturing date of the device. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as unidentified (tear) opening. (Shell thickness was within specification). No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: a2, b1, b6, d6a, d9, g2, h3, h6, h11.